Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up and down arrow keys on the insulin pump became unresponsive. The blood glucose reading was 221 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. The device was received with cracked battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.